Event description:
It was reported that this device exhibited right atrial (ra) lead oversensing of ventricular signals. Technical services (ts) discussed programming optimization with the health care professional (hcp). This device remains in service. No adverse patient effects were reported. Additional information was received that this device was explanted due to an unknown reason. A new device was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this device exhibited right atrial (ra) lead oversensing of ventricular signals. Technical services (ts) discussed programming optimization with the health care professional (hcp). This device remains in service. No adverse patient effects were reported.